Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 10/12/2022, it was reported by a sales representative via phone that qty. 2 of an ar-8934bck 3.0mm knotless suturetak had an issue. During a lateral epicondylitis procedure on (B)(6) 2022, when the surgeon was trying to insert the first anchor with lot number 13846752, the first anchor broke inside the patient a third way down. The anchor was removed and all fragments were fully retrieved. A second anchor was opened with lot number 14880472, and while trying to insert the second anchor, that one also broke inside the patient a third way down. The second anchor was removed and all fragments were fully retrieved. A third anchor with the same lot number 14880472 was opened and inserted without any issues, and the case was completed successfully with no impact to the patient. The complaint devices were discarded by the facility.